Event description:
It was reported that the user started a new freestyle libre 3+ sensor with the manufacturer¿s app, which prevented the sensor from connecting to the ilet bionic pancreas and resulted in a ¿sensor in use by another device¿ condition; the user then scanned a new sensor with the ilet app and the pump entered sensor warmup as expected. No clinical signs, symptoms, or conditions were reported. Outcomes included successful restoration of cgm pairing and continued pump use and no health impact. User support included remote troubleshooting and education regarding correct sensor start-up workflow. Investigation of this case revealed that the sensor had been initialized on a non-ilet application, which caused pairing conflict until the sensor was started with the ilet app. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.